Event description:
It was reported that surgeon feels that on some patients he doesn¿t feel that he can spin the lens after hydrodissection. He mentioned that he has broken a few capsular bags and was concerned the fragmentation wasn't treating posteriorly and had to perform vitrectomy. States that he feels nothing is different compared to patients without the complication. Surgeon stated it could also be his operating room (or) technique because he is operating at a new facility and using different instrumentation. Surgeon and staff not able to provide demographic information and/or dates of the cases. No additional information was provided. This report is 1 of 4 patients.

Manufacturer narrative:
Application support manager (asm) discussed doctor's safety margin is set at 550um and the density of the lens and possible patient movement during those cases. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: section h6 type of investigation: in the initial report the code was submitted as 4114 however it should have been 10 as surgery support was provided. Additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.